Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, user informed system is making noise while opening the door. Checked the system from inside the system. Found the damaged substance at the bottom of system. Informed user about it. Verified the door opening and closing no issue. Verified the magnet under the cable belt was intact. Completed the 2d and 3d spin successfully. Unable to reproduce noise. Performed system checkout. Handover the system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors of the imaging system did not open fully. There was no patient involvement.